Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain: side") in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 (birth dates: (B)(6) 2003, (B)(6) 2014), exposure to sexually transmitted disease and recurrent abortion. She denies any vaginal bleeding, dysuria, or hematuria. Never smoker, non drug user and not using alcohol. Previously administered products included for an unreported indication: penicillin. Concurrent conditions included body mass index normal and asthma. Family history included ovarian cancer (grandmother). On (B)(6) 2016, the patient had essure inserted. In june 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In july 2016, the patient experienced the first episode of female sexual dysfunction ("apareunia"). In december 2016, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pruritus ("constant itching"), impatience ("moody lack of patience"), the second episode of female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), chest pain ("pain: upper chest"), vulvovaginal pain ("pain: vaginal"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), flatulence ("gas pains"), libido decreased ("decreased libido"), mood altered ("moody"), uterine leiomyoma ("uterus myoma"), ovarian cyst ("ovaries right cyst") and abdominal distension ("abdomional distention"). The patient was treated with surgery (salpingo oophorectomy laparoscopic/laparoscopic salpingectomy and essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, pruritus, impatience, the last episode of female sexual dysfunction, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, chest pain, vulvovaginal pain, vaginal discharge, fatigue, flatulence, libido decreased, mood altered, weight increased, uterine leiomyoma, ovarian cyst and abdominal distension outcome was unknown. The reporter considered abdominal distension, bladder disorder, chest pain, dysmenorrhoea, dyspareunia, fatigue, flatulence, impatience, libido decreased, mood altered, ovarian cyst, pelvic pain, pruritus, tooth disorder, urinary tract disorder, uterine leiomyoma, vaginal discharge, vulvovaginal pain, weight increased, the first episode of female sexual dysfunction and the second episode of female sexual dysfunction to be related to essure. The reporter commented: on 07-jun-2016, it was reported that right tube accomplished using slandered technique two remaining coil were noted placement was performed on the left, with 3 coil noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. X-ray - on 20-oct-2016: total bilateral occlusion on 20-oct-2016, transvaginal ultrasound (tvu) revealed total bilateral occlusion that both coils appeared to be in good position. Uterus which a 2.2 cm subserosal myoma,essure coils appear in good position ,ovaries normal with small right cyst. Current weight: 145lbs. "Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: dyspareunia and pelvic pain." Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-jul-2018: quality-safety evaluation of ptc. Incident; no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain: side") in a 36-year-old female patient who had essure (batch no. E01917) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 (birth dates: (B)(6) 2003, (B)(6) 2014), exposure to sexually transmitted disease and recurrent abortion. She denies any vaginal bleeding, dysuria, or hematuria. Never smoker, non drug user and not using alcohol. Current weight: 145lbs. On (B)(6) 2016: patient underwent urine hcg ¿ qualitative test. Result: absent. Previously administered products included for an unreported indication: penicillin. Concurrent conditions included body mass index normal, asthma and acute vaginitis. Family history included ovarian cancer (grandmother). Concomitant products included nsaids and salbutamol (albuterol hfa). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), pruritus ("constant itching"), the first episode of female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"), 25 days after insertion of essure. In (B)(6) 2016, the patient experienced the second episode of female sexual dysfunction ("apareunia"). On (B)(6) 2016, the patient experienced fatigue ("fatigue"), libido decreased ("decreased libido") and mood altered ("moody") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2016, the patient experienced migraine ("migraines") and headache ("headaches,"). On an unknown date, the patient experienced impatience ("moody lack of patience"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), chest pain ("pain: upper chest"), vulvovaginal pain ("pain: vaginal"), vaginal discharge ("vaginal discharge"), flatulence ("gas pains"), ovarian cyst ("ovaries right cyst") and abdominal distension ("abdomional distention") and was found to have uterine leiomyoma ("uterus myoma"). The patient was treated with paracetamol (acetaminophen) and surgery (salpingo oophorectomy laparoscopic/laparoscopic salpingectomy and essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and vulvovaginal pain had resolved and the dyspareunia, pruritus, impatience, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, chest pain, vaginal discharge, fatigue, flatulence, libido decreased, mood altered, weight increased, the last episode of female sexual dysfunction, uterine leiomyoma, ovarian cyst, abdominal distension, depression, anxiety, migraine, headache and alopecia outcome was unknown. The reporter considered abdominal distension, alopecia, anxiety, bladder disorder, chest pain, depression, dysmenorrhoea, dyspareunia, fatigue, flatulence, headache, impatience, libido decreased, migraine, mood altered, ovarian cyst, pelvic pain, pruritus, tooth disorder, urinary tract disorder, uterine leiomyoma, vaginal discharge, vulvovaginal pain, weight increased, the first episode of female sexual dysfunction and the second episode of female sexual dysfunction to be related to essure. The reporter commented: on (B)(6) 2016, it was reported that right tube accomplished using slandered technique two remaining coil were noted placement was performed on the left, with 3 coil noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Ultrasound scan vagina - on (B)(6) 2016: total bilateral occlusion that both coils appeared to be in good position. Uterus which a 2.2 cm subserosal myoma,essure coils appear in good position ,ovaries normal with small right cyst.. X-ray - on (B)(6) 2016: results: total bilateral occlusion. "Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: dyspareunia and pelvic pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-nov-2018: pfs received. Concomitant medication added. Event pain: vaginal, severe pelvic pain/pain: side outcomes updated. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain: side") in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 (birth dates: (B)(6) 2003, (B)(6) 2014), exposure to sexually transmitted disease and recurrent abortion. She denies any vaginal bleeding, dysuria, or hematuria. Never smoker, non drug user and not using alcohol. Previously administered products included for an unreported indication: penicillin. Concurrent conditions included body mass index normal and asthma. Family history included ovarian cancer (grandmother). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), pruritus ("constant itching"), dysmenorrhoea ("dysmenorrhea (cramping)") and the first episode of female sexual dysfunction ("apareunia"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"), libido decreased ("decreased libido"), mood altered ("moody"), weight increased ("weight gain") and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2016, the patient experienced migraine ("migraines") and headache ("headaches,"). On an unknown date, the patient experienced impatience ("moody lack of patience"), the second episode of female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), chest pain ("pain: upper chest"), vulvovaginal pain ("pain: vaginal"), vaginal discharge ("vaginal discharge"), flatulence ("gas pains"), uterine leiomyoma ("uterus myoma"), ovarian cyst ("ovaries right cyst") and abdominal distension ("abdomional distention"). The patient was treated with surgery (salpingo oophorectomy laparoscopic/laparoscopic salpingectomy and essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, pruritus, impatience, the last episode of female sexual dysfunction, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, chest pain, vulvovaginal pain, vaginal discharge, fatigue, flatulence, libido decreased, mood altered, weight increased, uterine leiomyoma, ovarian cyst, abdominal distension, depression, anxiety, migraine, headache and alopecia outcome was unknown. The reporter considered abdominal distension, alopecia, anxiety, bladder disorder, chest pain, depression, dysmenorrhoea, dyspareunia, fatigue, flatulence, headache, impatience, libido decreased, migraine, mood altered, ovarian cyst, pelvic pain, pruritus, tooth disorder, urinary tract disorder, uterine leiomyoma, vaginal discharge, vulvovaginal pain, weight increased, the first episode of female sexual dysfunction and the second episode of female sexual dysfunction to be related to essure. The reporter commented: on (B)(6) 2016, it was reported that right tube accomplished using slandered technique two remaining coil were noted placement was performed on the left, with 3 coil noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. X-ray - on (B)(6) 2016: total bilateral occlusion on (B)(6) 2016, transvaginal ultrasound (tvu) revealed total bilateral occlusion that both coils appeared to be in good position. Uterus which a 2.2 cm subserosal myoma,essure coils appear in good position ,ovaries normal with small right cyst. Current weight: 145lbs. "Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: dyspareunia and pelvic pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: new pfs received- new events added: psychological or psychiatric problems condition: depression, mental anguish, migraines /headaches, hair loss were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain: side") in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 (birth dates: (B)(6) 2003, (B)(6) 2014), exposure to sexually transmitted disease and recurrent abortion. She denies any vaginal bleeding, dysuria, or hematuria. Never smoker, non drug user and not using alcohol. Previously administered products included for an unreported indication: penicillin. Concurrent conditions included body mass index normal and asthma. Family history included ovarian cancer (grandmother). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced the first episode of female sexual dysfunction ("apareunia"). In (B)(6) 2016, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pruritus ("constant itching"), impatience ("moody lack of patience"), the second episode of female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), chest pain ("pain: upper chest"), vulvovaginal pain ("pain: vaginal"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), flatulence ("gas pains"), libido decreased ("decreased libido"), mood altered ("moody"), uterine leiomyoma ("uterus myoma"), ovarian cyst ("ovaries right cyst") and abdominal distension ("abdomional distention"). The patient was treated with surgery (salpingo oophorectomy laparoscopic/laparoscopic salpingectomy and essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, pruritus, impatience, the last episode of female sexual dysfunction, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, chest pain, vulvovaginal pain, vaginal discharge, fatigue, flatulence, libido decreased, mood altered, weight increased, uterine leiomyoma, ovarian cyst and abdominal distension outcome was unknown. The reporter considered abdominal distension, bladder disorder, chest pain, dysmenorrhoea, dyspareunia, fatigue, flatulence, impatience, libido decreased, mood altered, ovarian cyst, pelvic pain, pruritus, tooth disorder, urinary tract disorder, uterine leiomyoma, vaginal discharge, vulvovaginal pain, weight increased, the first episode of female sexual dysfunction and the second episode of female sexual dysfunction to be related to essure. The reporter commented: on (B)(6) 2016, it was reported that right tube accomplished using slandered technique two remaining coil were noted placement was performed on the left, with 3 coil noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. X-ray - on (B)(6) 2016: total bilateral occlusion. On (B)(6) 2016, transvaginal ultrasound (tvu) revealed total bilateral occlusion that both coils appeared to be in good position. Uterus which a 2.2 cm subserosal myoma,essure coils appear in good position ,ovaries normal with small right cyst. Current weight: 145lbs. "Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: dyspareunia and pelvic pain." Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 17-may-2018: new pfs received- new events added: moody, weight gain, apareunia, uterus myoma, ovarian cyst, abdominal distention were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain: side") in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 (birth dates: (B)(6) 2003, (B)(6) 2014), exposure to sexually transmitted disease and abortion. She denies any vaginal bleeding, dysuria, or hematuria. Never smoker, non drug user and not using alcohol. Previously administered products included for an unreported indication: penicillin. Concurrent conditions included body mass index normal and asthma. Family history included ovarian cancer (grandmother). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pruritus ("constant itching"), impatience ("moody lack of patience"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), chest pain ("pain: upper chest"), vulvovaginal pain ("pain: vaginal"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), flatulence ("gas pains") and libido decreased ("decreased libido"). The patient was treated with surgery (salpingo oophorectomy laparoscopic/laparoscopic salpingectomy and essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, pruritus, impatience, female sexual dysfunction, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, chest pain, vulvovaginal pain, vaginal discharge, fatigue and flatulence outcome was unknown. The reporter considered bladder disorder, chest pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, flatulence, impatience, libido decreased, pelvic pain, pruritus, tooth disorder, urinary tract disorder, vaginal discharge and vulvovaginal pain to be related to essure. The reporter commented: on (B)(6) 2016, it was reported that right tube accomplished using slandered technique two remaining coil were noted placement was performed on the left, with 3 coil noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. X-ray - on (B)(6) 2016: total bilateral occlusion. On (B)(6) 2016, transvaginal ultrasound (tvu) revealed total bilateral occlusion that both coils appeared to be in good position. Uterus which a 2.2 cm subserosal myoma,essure coils appear in good position ,ovaries normal with small right cyst. Current weight: 145lbs. "Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: dyspareunia and pelvic pain." Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 26-feb-2018: the reporter information was updated. This case concerns 36 year old patient. Her demographics were updated. Lab data was added. Her historical, historical medication, family history and concurrent conditions were added. Essure indication was amended. Events: moody lack of patience, constant itching, apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, dental problems, dysmenorrhea (cramping), pain (upper chest/side/vaginal), vaginal discharge, fatigue, gas pains and decreased libido. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient started essure at an unspecified dose and frequency. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required) and dyspareunia ("dyspareunia"). The patient was treated with surgery (removal of essure device). Essure was withdrawn. At the time of the report, the pelvic pain and dyspareunia outcome was unknown. The reporter considered pelvic pain and dyspareunia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2016: x-ray result was essure device was properly in place. Company causality comment this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pelvic pain. This event is anticipated in the reference safety information for essure. Coils were removed approximately 6 months after insertion. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality for this event was assessed as related. This case was regarded as incident since intervention was required. Other nonserious events were also reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality-safety evaluation of ptc (ptc global number (B)(4)) company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pelvic pain. Coils were removed approximately 6 months after insertion. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality for this event was assessed as related. This case was regarded as incident since intervention was required. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. No active follow-up is allowed and further information is expected only through litigation process.